Manufacturer narrative:
The product was returned for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable results from coaguchek xs plus meter, serial number (B)(4), compared to a laboratory result using a dade innovin by siemens reagent. On (B)(6) 2022 at 6:35 am the meter result was 2.9 inr. On (B)(6) 2022 at 8:20 am the laboratory result was 5.12 inr. The results were reported to the patient's healthcare professional, and the laboratory result was considered to be correct. The patient's therapeutic range is 2.0 inr - 3.0 inr.

Manufacturer narrative:
Upon initial investigation of the returned test strip vial, the desiccant stopper was found to be defective as there was desiccant material loose in the vial. In the case of loose desiccant material, the quality of the strips may be affected (due to e.g. Humidity), however, this is detected by the onboard quality control and results in a qc error message. The returned test strips were measured with the returned meter and retention control. Testing results (qc range = 2.4 - 3.0): qc measurement 1 = 2.7 inr qc measurement 2 = 2.7 inr qc measurement 3 = 2.7 inr the returned customer material and retention material comply with the specification.